Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "fiber optic sensor failure" alarm generated and the waveform could not be read on the screen. The customer attempted to reconnect the fiber optic connector, attempted to calibrate, and attempted to transduce the central lumen, but it was found to be clotted. The customer was advised to use an a-line site to monitor pressure. An a-line placement and/or replacement of the iab was scheduled. The customer states that there was no replacement iab used. The indication for use was patient pre-bypass surgery. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure tubing was also returned. Four kinks were observed on the inner lumen and catheter tubing approximately 26.4cm, 42.9cm 74.4cm and 75.9cm from the iab tip. The optical fiber was found to be broken within the membrane at the kinked location of 26.4cm. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and blockage was only felt at the kinked location. The condition of the iab as received indicated an optical fiber break, a kink on the inner lumen and catheter tubing. The evaluation confirms reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A kink can also cause difficulty during aspiration and flushing of the inner lumen. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "fiber optic sensor failure" alarm generated and the waveform could not be read on the screen. The customer attempted to reconnect the fiber optic connector, attempted to calibrate, and attempted to transduce the central lumen, but it was found to be clotted. The customer was advised to use an a-line site to monitor pressure. An a-line placement and/or replacement of the iab was scheduled. The customer states that there was no replacement iab used. The indication for use was patient pre-bypass surgery. There was no reported injury to the patient.